Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the battery tube threads on event date (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage was noted to the retainer ring. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, cracked case (battery tube), battery tube threads - cracked, cracked reservoir tube lip, partially detached retainer and cracked retainer. Cosmetic damage was confirmed at battery tube threads - cracked. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
(B)(6) 2021 02:07:57, pst ice batch user (batch_ice), phone: (B)(6), complaint: (B)(4), complaint status: in process, mdt initial contact: (B)(6), taken by: (B)(4) 3 fa896-part ii. This po was created pro-actively by medtronic for administrative purposes since the pump sn is included in the list o f affected pumps. The customer has not yet responded to the fa896 notification. The po will be updated when the patient calls or a r eply form is received regarding fa896. Country: hungary, city: (B)(6), zip: (B)(6), input date: 09/28/2021, warranty start: 11/23/2018, warranty end: 11/22/2022, batch - (B)(4). (B)(6) 2022 17:38:55, pst ice batch user (batch_ice), phone: (B)(6), complaint: (B)(4), complaint status: completed, mdt initial contact: (B)(6), taken by: (B)(4), fa896-part ii. This po was created pro-actively by medtronic for administrative purposes since the pump sn is included in the list of affected pumps. The customer has not yet responded to the fa896 notification. The po will be updated when the patient calls or a reply form is received regarding fa896. Contact moment details 23.03.2022 07:37:38 kajanm2 inquired what led up to the complaint. Customer response: cust contacted us with cracked pump bumped/dropped/cosmetic damage t/s per dop114-980. Adv to d/c from the pump. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp: no customer states the pump has neither been bumped nor dropped. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does not show signs of physical damage. Type of damage is: crack. Damage occurred: daily use. Location of the damage is: inside of battery compartnment. Did customer report out-of-box damage: no is the physical damage to the pump's retainer ring: no did damage occur while using a silicone case: no adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: satisfied, ship: 1x mmt-1711k / return: 1x mmt-1711kl country: hungary, city: (B)(6), zip: (B)(6), input date: 09/28/2021, warranty start: 11/22/2018, warranty end: 11/21/2022, batch - (B)(4).